Manufacturer narrative:
It was reported that following mesh insertion the patient experienced painful intercourse, erosion, infection, corrective surgeries and urinary problems. It was reported that the patient underwent release and revision of pubovaginal sling and excision of the vaginal mesh on (B)(6) 2012 due to vaginal mesh exposure and sling exposure . The patient also underwent excision of exposed vaginal mesh on (B)(6) 2012 due to exposed vaginal mesh. (B)(4). This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2013-04882 and 2210968-2013-04924. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2013-04882 and 2210968-2013-04924. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a cystoscopy and perineoplasty due to stress urinary incontinence, urethrocystocele, rectocele, and perineal diastasis.

Manufacturer narrative:
(B)(4).